Manufacturer narrative:
To date, conmed linvatec has not received this bur guard to perform an evaluation. Upon completion of the investigation, a follow-up report will be submitted. Associated MDR: 1017294-2008-00308.

Event description:
The customer reported that during use of this bur guard to perform removal of the third molar, the patient received a burn to the left inside lip, which required a suture.